Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the essure device/ migration of essure device location of device:,'), uterine inflammation ('inflammation of the uterus/chronic inflammation of uterus') and genital haemorrhage ('abnormal, heavy bleeding/general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included clonazepam (klonopin), lamotrigine (lamictal) and methadone. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced menorrhagia ("prolonged menses/menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia") and dysmenorrhoea ("dysmenorrhea(cramping)"). In 2014, the patient experienced inflammation ("inflammation"). In 2015, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal):uti") and cystitis ("infection (bladder/ urinary tract/vaginal)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, uterine inflammation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), vaginal infection ("vaginal infections"), anxiety ("anxious/psych injury"), depression ("depressed/psych injury"), bladder disorder ("bladder problems"), bipolar disorder ("bipolar disorder"), bone disorder ("bone problems"), infection ("infection (other)"), abdominal pain ("abdominal pain") and psychological trauma ("psych injury") and was found to have smear cervix abnormal ("abnormal pap smear"). The patient was treated with surgery (bilateral salpingectomy/partial hysterectomy in (B)(6) 2018 and hysterctomy (partial)with bilateral salpingectomy (unilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, uterine inflammation, menorrhagia, vaginal haemorrhage, vaginal infection, anxiety, depression, bladder disorder, urinary tract infection, bipolar disorder, bone disorder, smear cervix abnormal, infection, abdominal pain, psychological trauma and inflammation outcome was unknown and the genital haemorrhage, abdominal pain lower, cystitis and dysmenorrhoea had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, bipolar disorder, bladder disorder, bone disorder, cystitis, depression, device dislocation, dysmenorrhoea, genital haemorrhage, infection, inflammation, menorrhagia, psychological trauma, smear cervix abnormal, urinary tract infection, uterine inflammation, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: essure confirmation test(s) conducted. Smear cervix - in (B)(6) 2011: abnormal pap smear. Most recent follow-up information incorporated above includes: on 3-dec-2019: plaintiff fact sheet received. Reporter information updated. Product information details updated. Outcome of events cramping, abnormal bleeding, bladder infection were changed from "unknown" to "recovered/resolved". Events: inflammation was newly added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure device/ migration of essure device location of device:,") and genital haemorrhage ("abnormal, heavy bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included clonazepam (klonopin) and lamotrigine (lamictal). In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), uterine inflammation ("inflammation of the uterus"), abdominal pain lower ("cramping"), menorrhagia ("prolonged menses"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), vaginal infection ("vaginal infections"), anxiety ("anxious"), depression ("depressed"), bladder disorder ("bladder problems"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), cystitis ("infection (bladder/ urinary tract/vaginal)"), bipolar disorder ("bipolar disorder"), dysmenorrhoea ("dysmenorrhea"), bone disorder ("bone problems") and infection ("infection (other)") and was found to have smear cervix abnormal ("abnormal pap smear"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the device dislocation, genital haemorrhage, uterine inflammation, abdominal pain lower, menorrhagia, vaginal haemorrhage, vaginal infection, anxiety, depression, bladder disorder, urinary tract infection, cystitis, bipolar disorder, dysmenorrhoea, bone disorder, smear cervix abnormal and infection outcome was unknown. The reporter considered abdominal pain lower, anxiety, bipolar disorder, bladder disorder, bone disorder, cystitis, depression, device dislocation, dysmenorrhoea, genital haemorrhage, infection, menorrhagia, smear cervix abnormal, urinary tract infection, uterine inflammation, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure confirmation test(s) conducted. Smear cervix - on an unknown date: abnormal pap smear. Most recent follow-up information incorporated above includes: on 8-may-2019: pfs received : patient demographic added, events added- vaginal haemorrhage, urinary tract infection, cystitis, bipolar disorder, infection nos, dysmenorrhoea, bone disorder, smear cervix abnormal. Concomitant drug and lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the essure device/ migration of essure device location of device:,') and genital haemorrhage ('abnormal, heavy bleeding/general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included clonazepam (klonopin) and lamotrigine (lamictal). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), uterine inflammation ("inflammation of the uterus/chronic inflammation of uterus"), abdominal pain lower ("cramping"), menorrhagia ("prolonged menses/menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), vaginal infection ("vaginal infections"), anxiety ("anxious/psych injury"), depression ("depressed/psych injury"), bladder disorder ("bladder problems"), urinary tract infection ("infection (bladder/ urinary tract/vaginal):uti"), cystitis ("infection (bladder/ urinary tract/vaginal)"), bipolar disorder ("bipolar disorder"), dysmenorrhoea ("dysmenorrhea(cramping)"), bone disorder ("bone problems"), infection ("infection (other)"), abdominal pain ("abdominal pain") and psychological trauma ("psych injury") and was found to have smear cervix abnormal ("abnormal pap smear"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, genital haemorrhage, uterine inflammation, abdominal pain lower, menorrhagia, vaginal haemorrhage, vaginal infection, anxiety, depression, bladder disorder, urinary tract infection, cystitis, bipolar disorder, dysmenorrhoea, bone disorder, smear cervix abnormal, infection, abdominal pain and psychological trauma outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, bipolar disorder, bladder disorder, bone disorder, cystitis, depression, device dislocation, dysmenorrhoea, genital haemorrhage, infection, menorrhagia, psychological trauma, smear cervix abnormal, urinary tract infection, uterine inflammation, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure confirmation test(s) conducted. Smear cervix - on an unknown date: abnormal pap smear. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. New event: abdominal pain and psych injury was added. Date of insertion updated. Lab data added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('salpingitis'), embedded device ('essure implant was seen just under serosa on the right side at the cornual region with a near perforation but not through the serosa.'), device dislocation ('migration of the essure device/ migration of essure device location of device:,'), pelvic inflammatory disease ('pid'), uterine inflammation ('inflammation of the uterus/chronic inflammation of uterus') and endometritis ('endometritis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding. Concomitant products included clonazepam (klonopin), lamotrigine (lamictal) and methadone. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced menorrhagia ("prolonged menses/menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia") and dysmenorrhoea ("dysmenorrhea(cramping)"). In 2014, the patient experienced inflammation ("inflammation"). In 2015, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal):uti") and cystitis ("infection (bladder/ urinary tract/vaginal)"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, pelvic inflammatory disease (seriousness criteria medically significant and intervention required), uterine inflammation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal, heavy bleeding/general abnormal bleeding"), abdominal pain lower ("cramping"), vaginal infection ("vaginal infections"), anxiety ("anxious/psych injury"), depression ("depressed/psych injury"), bladder disorder ("bladder problems"), bipolar disorder ("bipolar disorder"), bone disorder ("bone problems"), infection ("infection (other)"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury") and endometritis (seriousness criteria medically significant and intervention required) and was found to have smear cervix abnormal ("abnormal pap smear"). The patient was treated with surgery (bilateral salpingectomy/partial hysterectomy in (B)(6) 2018, d&c hysteroscopy laparoscopic bilateral salpingectomy with removal of essure and hysterectomy (partial)with bilateral salpingectomy (unilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the salpingitis, embedded device, device dislocation, pelvic inflammatory disease, uterine inflammation, menorrhagia, vaginal haemorrhage, vaginal infection, anxiety, depression, bladder disorder, urinary tract infection, bipolar disorder, bone disorder, smear cervix abnormal, infection, abdominal pain, psychological trauma, inflammation and endometritis outcome was unknown and the genital haemorrhage, abdominal pain lower, cystitis and dysmenorrhoea had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, bipolar disorder, bladder disorder, bone disorder, cystitis, depression, device dislocation, dysmenorrhoea, embedded device, endometritis, genital haemorrhage, infection, inflammation, menorrhagia, pelvic inflammatory disease, psychological trauma, salpingitis, smear cervix abnormal, urinary tract infection, uterine inflammation, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: essure confirmation test(s) conducted. Smear cervix - in (B)(6) 2011: abnormal pap smear. Most recent follow-up information incorporated above includes: on 19-nov-2020: medical record received event " pid, endometritis, and salpingitis" were added. Reporter information and medical history were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('salpingitis'), embedded device ('essure implant was seen just under serosa on the right side at the cornual region with a near perforation but not through the serosa.'), device dislocation ('migration of the essure device/ migration of essure device location of device:,'), pelvic inflammatory disease ('pid'), uterine inflammation ('inflammation of the uterus/chronic inflammation of uterus') and endometritis ('endometritis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding. Concomitant products included clonazepam (klonopin), lamotrigine (lamictal) and methadone. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced menorrhagia ("prolonged menses/menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia") and dysmenorrhoea ("dysmenorrhea(cramping)"). In 2014, the patient experienced inflammation ("inflammation"). In 2015, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal):uti") and cystitis ("infection (bladder/ urinary tract/vaginal)"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, pelvic inflammatory disease (seriousness criteria medically significant and intervention required), uterine inflammation (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal, heavy bleeding/general abnormal bleeding"), abdominal pain lower ("cramping"), vaginal infection ("vaginal infections"), anxiety ("anxious/psych injury"), depression ("depressed/psych injury"), bladder disorder ("bladder problems"), bipolar disorder ("bipolar disorder"), bone disorder ("bone problems"), infection ("infection (other)"), abdominal pain ("abdominal pain") and psychological trauma ("psych injury") and was found to have smear cervix abnormal ("abnormal pap smear"). The patient was treated with surgery (bilateral salpingectomy/partial hysterectomy in (B)(6) 2018, d&c hysteroscopy laparoscopic bilateral salpingectomy with removal of essure and hysterectomy (partial)with bilateral salpingectomy (unilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the salpingitis, embedded device, device dislocation, pelvic inflammatory disease, uterine inflammation, endometritis, menorrhagia, vaginal haemorrhage, vaginal infection, anxiety, depression, bladder disorder, urinary tract infection, bipolar disorder, bone disorder, smear cervix abnormal, infection, abdominal pain, psychological trauma and inflammation outcome was unknown and the genital haemorrhage, abdominal pain lower, cystitis and dysmenorrhoea had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, bipolar disorder, bladder disorder, bone disorder, cystitis, depression, device dislocation, dysmenorrhoea, embedded device, endometritis, genital haemorrhage, infection, inflammation, menorrhagia, pelvic inflammatory disease, psychological trauma, salpingitis, smear cervix abnormal, urinary tract infection, uterine inflammation, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: essure confirmation test(s) conducted. Smear cervix - in (B)(6) 2011: abnormal pap smear. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-dec-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure device") and genital haemorrhage ("abnormal, heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), uterine inflammation ("inflammation of the uterus"), abdominal pain lower ("cramping"), menorrhagia ("prolonged menses"), vaginal infection ("vaginal infections"), anxiety ("anxious"), depression ("depressed") and bladder disorder ("bladder problems"). The patient was treated with surgery with removal of the essure device in (B)(6) 2017. At the time of the report, the device dislocation, genital haemorrhage, uterine inflammation, abdominal pain lower, menorrhagia, vaginal infection, anxiety, depression and bladder disorder outcome was unknown. The reporter considered abdominal pain lower, anxiety, bladder disorder, depression, device dislocation, genital haemorrhage, menorrhagia, uterine inflammation and vaginal infection to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.